Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. Pt has been getting 'hi' readings on ot meter for few days before event. Because of the high readings, pt was placed on an insulin sliding scale in addition to the pt's set amounts of insulin. In 2001, pt's blood glucose was hi on ot meter at 6:10am. Pt took set amount of insulin and later felt weak and lightheaded. Paramedics were called and pt was transferred to hospital. At the emergency room, pt's blood glucose was 40 mg/dl. Pt was treated in ER for low blood glucose and released after about 2 hours. No further info has been provided.